Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic in 2005. In 2006, the lens was removed due to the patient having double vision. The cause of the double vision was due to the lens being dislocated. Surgery was completed with three piece lens. Patient's post-op uncorrected visual acuity 20/100. Patient is being treated for corneal edema.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.